Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to a hole in the reservoir resulting in fluid loss. The cylinders remained implanted, but the remainder of the components were replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to a hole in the reservoir resulting in fluid loss. The cylinders remained implanted, but the remainder of the components were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The examination of the reservoir found that the reservoir shell did have a leak as a result from wear at a fold in the shell. The pump was inspected and the poppet rod was identified to be misaligned, which is indicative of simultaneous compression of the button and pump bulb. Based on the information available and analysis results, the reported event was able to be confirmed, and the conclusion of cause traced to component failure was chosen.